Event description:
It was reported that the implantable pacing lead dislodged, revision was performed and the lead remained in use. Approximately, one day after the ipl revision, the lead dislodged again. The ipl was removed and replaced with a different lead. After ipl withdrawal, evaluation revealed the "screwout-mechanism" did not work appropriately. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed. Analysis was performed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.